Event description:
It was reported that the buttons were intermittently or not responding on the customer's insulin pump. The insulin pump reportedly was not bumped, dropped, or exposed to moisture. The customer's blood glucose level was 5.2 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, the insulin pump had a corroded keypad traces noted.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.